Event description:
A vascular injury occurred during an anterior bak implantation. After removal of the starter reamer, the vascular injury was identified. A large amount of blood was lost during repair of the vessel. Upon repair of the vessel, the disc space was packed with bone and the surgery was discontinued. The exact cause of the vessel injury was not determined.